Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 106 mg/dl, 190 mg/dl, 200 mg/dl and 263 mg/dl.

Manufacturer narrative:
Correction - d4 catalog no and unique identifier were updated based on the returned product.